Event description:
It was reported that approximately 3 years post xience v stent implantation in the distal right coronary artery, the patient stood up, took 3 steps and collapsed. Emergency medical services was called and the patient was transported to the hospital where they were pronounced dead. No autopsy was performed. Per death certificate, cause of death was from a myocardial infarction / natural causes. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction amd death are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.